Event description:
New information notes patient passed after an asystole rhythm. Resuscitation measures were performed but unsuccessful. There were no allegations of device malfunction reported to us.

Manufacturer narrative:
The device was returned for analysis after an unknown death. Visual inspection of the device found no anomaly on the outer or inner helix; the helix lengths were within specification. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that a patient with a dua chamber leadless pacemaker system passed away due to unknown causes. There were no allegations of malfunction made against the system. Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.